Event description:
Clinic notes were received for patient's generator replacement referral on (B)(4) 2016. Per notes, the patient's initial generator placed on the left side of the body appeared to work its way out and had to be revised and placed in the right chest region. This event of generator explant and infection occurred in 2000 and was previously reported.

Event description:
Clinic notes were received for patient's generator replacement referral on (B)(4) 2016. Per notes, the patient's initial generator placed on the left side of the body appeared to work its way out and had to be revised and placed in the right chest region. This event of generator explant and infection occurred in 2000 and was previously reported.